Manufacturer narrative:
Additional information: device evaluation: lens returned in a microcentrifuge vial with moisture on lens. Visual inspection found optic torn and haptic torn. Device code 1494: off-label use (acd < 3.0mm). (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -18.00 diopter, in the patient's right eye (od) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. Cause of the event was unknown.